Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was alleged by an attorney that the customer was in a vehicular accident, which resulted in the customer's death. It was alleged that a malfunction of the insulin pump caused the customer to loss consciousness or control of her mental facilities and bodily functions. The nature of the alleged malfunction was not divulged. However, it was alleged that the malfunction was caused by the defective design or manufacture of the insulin pump and/or infusion set. Nothing further was reported.